Manufacturer narrative:
This device was returned to mmdg and was evaluated. Volumetric testing was not able to be conducted because of an error code that could not be cleared prior to repair. The cause of the alleged under infusion and the error code was damage on the motor assembly. The device was serviced and returned to the customer.

Event description:
The initial reporter stated that the device was under infusing during testing. They were unable to provide the volume reading from the pump because they had already cleared the pump settings. (B)(4).